Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6) 2021, olympus medical systems corp. (Omsc) received the literature titled "influence of periampullary diverticulum on the occurrence of pancreaticobiliary diseases and outcomes of endoscopic retrograde cholangiopancreatography". From september 2009 to september 2015, a total of 1489 cases of patients with periampullary diverticulum (pad) were identified from 6390 patients who underwent ercp. These patients were compared with 1500 controls without pad. For pad group, the median age of the patients was 67.52±13.51 years, and 828 patients were male. For non-pad group, the median age of the patients was 57.98±14.89 years, and 843 patients were male. For the ercp, a duodenoscope(tjf-240, jf-260v) was used. In the literature for the procedure, it was reported that the following. As the complications, pancreatitis, biliary infection, bleeding, and perforation were reported in 57, 47, 16, and 1 patient, respectively. *hyperamylasemia was reported in 215 patients. Based on the available information, reported pancreatitis, biliary infection, bleeding, perforation, and hyperamylasemia were not reported in a direct relationship with the olympus products. However, omsc assumes that the pancreatitis, the biliary infection, the bleeding, and the perforation might be related to the subject device since the subject device was used for the procedure. And, omsc assumes that the pancreatitis, the biliary infection, the bleeding, and the perforation might be caused or contributed to a death or serious injury. Omsc assumes that the hyperamylasemia was not serious based on the available information such as the following report: hyperamylasemia was defined as a serum amylase level exceeding four or five times the upper normal limit without simultaneous abdominal pain, nausea, or vomiting 2-24 h after ercp. Therefore, omsc assumes that the pancreatitis, the biliary infection, the bleeding, and the perforation were an adverse event to submit. Based on the available information, specific information on the subject device and the patient (except for some, for example, age) were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for the pancreatitis, the biliary infection, the bleeding, and the perforation.